Event description:
Per the clinic, the patient experienced fluctuating impedances, changes in perception of sound volume, poor performance and vertigo. Subsequently, the patient was treated with steroids (specific date and duration not reported). The implanted device remains.